Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. On pod #1 a single leaflet device attachment (slda) was detected. Initial procedure was very successful from mr grade 4 to mr grade 1 with secure leaflet insertion. 2 devices were implanted. The first implant detached from the anterior leaflet. Mr with the slda was grade 2-3. The physician suspected that the leaflet tore out rather than slipped out due to a weakness of the tissue. The patient was noted as to be doing fine and no re-intervention was planned at the moment.

Manufacturer narrative:
The presence of an slda as described in the complaint event was confirmed through imaging evaluation. Based on the imaging evaluation, possible contributing factors to the post procedural slda include procedural (missing necessary maneuvers, misinterpretation, inadequate leaflet grasping) and imaging (no leaflet grasping clip, lack of 3d usage, inadequate image records) related issues. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was unable to be confirmed via imaging evaluation. A DHR review was also completed and no non-conformances were identified related to the complaint event.